Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced chronic pain, bleeding, lower abdominal pain, bowel problems, painful intercourse, fistulas, neuromuscular problems, emotional/psychological conditions. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR#: 3011770902-2016-00081, 3011770902-2016-00082.